Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed an alert to connect cgm or enter bg after the user entered an incorrect dexcom sensor code and toggled between g6 and g7 before entering the correct g7 code, after which pairing was expected to complete within 30 minutes. Symptoms included transient hyperglycemia with a peak blood glucose of 246 mg/dl and approximately 30 minutes above 180 mg/dl without alerts persisting beyond 90 minutes, without ketone testing, medical intervention, or assistance. Outcomes included no injury, no hospitalization, and resolution through troubleshooting and education. Investigation included customer interview, device use review, and troubleshooting to confirm correct sensor type selection and correction of the pairing code. Investigation of this case revealed user-related setup error resulting in initial connection failure, which was addressed by reselecting the correct sensor type and entering the correct pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.